Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board. System operates as intended.

Event description:
Customer reported the system is displaying filament regulator and kv on in error messages. No pt injury was reported.